Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the lead started to smoke so they stopped using and reported to ssd. Patient was not affected by this as it was noticed before procedure. Theatre staff opened another tray and used this instead. No negative impact in state of health reported.